Event description:
A 2.9 inr with protime system vs 4.5 inr with unspecified lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. MFR method- no product returned from user facility. Results- customer complaint could not be confirmed. Conclusions- no conclusion can be drawn.